Event description:
Customer reports receiving error 4 message when inserting test strip into meter. The locked freestyle flash meter was then noted to have switched from locked to unlocked and unit of measure became selectable, though the unit of measure remained in mg/dl. The meter appears to have suffered memory overwrite.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval. Customers and retailers have been informed through the fa 16 may, 2006 letter.